Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a secondary set 34 inch with IV set hanger, secure lock. It was reported that the secondary line for zometa which is a class r medication running as a secondary, started leaking. This is a major safety issue potentially exposing team member and patient to medication. The status of the product at the time of event was when the device was opened and connected to medication. No patient harm.